Event description:
An invacare bed was allegedly involved in a fatal fire in a duplex.

Manufacturer narrative:
Manufacturer received a letter from an insurance company who alleges an invacare bed may have contributed to a fire. No details of the incident were provided. Manufacturer's conversation with the insurance company has disclosed that the user is a known smoker who was on oxygen. MDR filed based on death.